Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a rash. There was no alleged device malfunction contributing to the irritation. Patient reported nurse told the patient to remove the device for 48 hours to allow rash to clear up. The medical outcome of the rash is unknown as follow up attempts were unsuccessful.